Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the device failed functional vxi testing relating to current drain. Analysis also found that the upper case was broken and damaged (dented), that one bail cover was missing and one was broken, one case screw was missing, the battery contacts were compressed, one bail was bent and one bail missing, the ring was bent, the battery drawer was broken, the liquid crystal display screw was loose -not screwed in at all and that the main printed circuit board was out of specification. (B)(4).

Manufacturer narrative:
Further analysis was performed on the main printed circuit board. Visual inspection revealed no anomalies. Bench analysis confirmed the failure seen during repair of the device, active current failure. It was noted that a diode was shorted. After a diode was replaced typical operation was observed upon power-up. Conclusion: confirmed the current failures seen during repair of the device cause by a diode component failure.